Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was running slowly. The nurse reported that it took up to 90 seconds to switch between patients. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.